Event description:
Additional information received from MFR on 1/15/98. A correction to the medwatch report is that 'artglass' is not "crown porcelain". If co had been made aware of any problem experienced from july to october of 1997 and were provided with as many details as possible, co would have been able to analyze it and directly assist the user of co product.